Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited electromagnetic interferences. No intervention performed and no patient consequences was reported.